Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported charging too often. The patient reported that she had a ¿horrible time¿ keeping the ins charged. The patient reported that they did reprogramming at her last appointment that extended the battery life for approximately 2 days, but now she could barely go 1 day without having to charge the ins. The patient reported that she noticed this issue probably within the last 8 weeks. The patient reported that she was currently on group c with 2 programs. The patient reported that she previously had her settings around 7.5 but had decreased to 4.5 over time. The patient reported that even at 4.5 the battery drained two times as fast. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the patient charging too often and the battery draining fast was not determined, but the patient was given a new antenna to resolve the issue and the issue has been resolved. No further complications were reported.